Event description:
It was reported that a high, out of range pacing impedance measurement was noted from the right atrial (ra) lead during a routine follow up. Additionally, episodes of myopotential oversensing were observed. Pocket manipulations, isometrics, and reprogramming attempts were performed in clinic but the noise was not reproducible and the impedance remained out of range. Diagnostic imaging was also performed and neither dislodgment nor a lead fracture were observed. It was indicated that a lead revision procedure is anticipated. Additional information has been requested regarding event resolution, but has not yet been received. At this time, the system remains implanted and the patient was stable with no adverse consequences.

Event description:
It was reported that a high, out of range pacing impedance measurement was noted from the right ventricular (rv) lead during a routine follow up. Additionally, episodes of myopotential oversensing were observed. Pocket manipulations, isometrics, and reprogramming attempts were performed in clinic but the noise was not reproducible and the impedance remained out of range. Diagnostic imaging was also performed and neither dislodgment nor a lead fracture were observed. It was indicated that a lead revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was stable with no additional adverse consequences. The rv lead remains implanted, but capped and out of service.